Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 21323420.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that reprogramming was performed. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned as they were retained by the facility.